Event description:
The customer reported while running a hepatitis core assay, summit sample handler, did not pipette appropriate volume into position c8 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.